Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the patient was on impella rp flex support and the patient developed hemolysis. The patient had continuous renal replacement therapy started on support and eventually the pump needed to be explanted due to the hemolysis. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the hemolysis has been completed. The rp flex pump was returned and was visually inspected. Very small biomaterial was observed around the impeller. No sharp edge or broken blade found. Data logs were reviewed which showed no motor current (mc) spike observed outside of p-level changes. Some negative cvp indicating likely suction at the beginning of the case. Pump mostly run at lower p-levels. At higher p-levels (p-7) flows. The cause of the hemolysis issue was most likely patient condition related.